Event description:
Complaint indicated that the head up would not raise. Head is flat. No injury reported.

Manufacturer narrative:
Bed was out of service. Replaced the head up valve to resolve this issue.